Event description:
In (B)(6) 2011, a medtronic strata magnetic shunt was implanted due to obstructive hydrocephalus following a ruptured cerebral aneurysm. The shunt model number was (B)(4). During the time I had the shunt, which was between (B)(6) 2011 and (B)(6) 2012, I had severe pressure in my head along with low spine and right hip pain. The pain was severe requiring epidural nerve blocks which did not work, physical therapy which didn't work, and subsequent referral to a pain management clinic. I was on morphine and percocet just to get through each day. The shunt kept changing pressure settings on its own. I had no (B)(4) nor was I around any magnets. When the shunt was reset to the correct pressure the pain went away. The pain would come back and I had the shunt checked and it would be on the wrong pressure setting again. At one time, in the ER the shunt was on twice the setting it should have been. It was causing considerable problems. I begged to have the shunt removed. I was at the ER numerous times. Until I finally demanded that the shunt be removed. It was removed on (B)(6) 2012. My issues related to the shunt resolved. The pain resolved. However, when I had the surgery to replace the shunt to a fixed pressure valve, I acquired c. Diff in the hospital. I was on flagyl and tested positive after completing the flagyl. I was then put on vancomycin and flagyl. The c. Diff was still there. I took flagyl and vancomycin again and will be on it for a long time. I have a severe form of c. Diff. Now my gallbladder has to be removed. I think it is because of the c. Diff. I have found that others with c. Diff also have to have their gallbladder removed. I also have reactive arthritis which is very painful due to the c. Diff. I would never had this had the original shunt not been defective. I have contacted medtronic to let them know that the shunt caused all of this. It should not be on the market until they can fix the issue of the shunt changing settings on its own. That is unacceptable. I know for a fact that this has happened to others. The FDA should look into this. This could be a deadly problem. What happened to me should not have happened. I am still suffering because of it. In 2011 numerous pain management treatments and numerous CT scans, MRI's, pyschiatrist appointment. Removal of shunt with replacement (B)(6) 2012. I don't know all of the exact dates but I have had numerous doctor appointments, ER visits, pain clinic appointments. I can obtain this information and will be glad to provide you with this. My surgeries were at (B)(6) hospital. My surgeon was at (B)(6) clinic. I had many tests at (B)(6) hospital in. Epidural nerve blocks at (B)(6) medical center. Pain management at (B)(6). Gi appointments and tests in (B)(6) this year.